Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 35 mg/dl; due to incorrect settings. Reportedly, customer passed out and received a bump on their head. Customer was treated intravenously with fluids of saline and sugar, also received peaches and other various foods to address low bg. Customer was released from hospital on the same day with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.